Event description:
During preparation for use for cardiopulmonary bypass, the pressure sensor reportedly could not be calibrated. There was no adverse consequence to a patient as a result of this event.